Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint for a report of a system error 2240 could not be confirmed. The root cause could not be determined. A follow-up MDR will be submitted if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 5 of 5 while the hp was connected. There was no obvious cause of the alarm, and the hp would complete therapy using manual supplies. The hp would also contact his nurse about the event. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about the event, but that his therapy had been going well since. There were no adverse effects reported in relation to this event. Bps contacted the home patient on (B)(6) 2012. He stated that he did not notice anything unusual about his supplies that night. He had not contacted his nurse about the event, but had been continuing therapy since then on the homechoice successfully. There were no adverse effects reported in relation to this event.